Manufacturer narrative:
(B)(4) due to receipt of additional information states that "swabs showed no infection present". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Swabs showed no infection present.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Re-revision knee replacement (tc3): patient received revision of a pfc with tc3 approx. 3 months ago 1st revision (B)(6) 2019. Patient experienced a lot of post-op pain and swelling. Surgeon suspected possible infection. No explicit signs of infection on entering the joint. There was a considerable amount of scar tissue. Scar tissue removed, swabs taken to test for infection, stabalised liner exchanged.